Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion testing was performed at abbott diagnostics (B)(6) on retained kit lot m187927 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187927 and test base part number 190-430 / lot m187927. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187927 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference. Please reference all related MFR. Report numbers: 1221359-2022-03385 through 1221359-2022-03387. Similar product to 190-000.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed on an unknown date, using two different lot numbers (m186107 and m187927). This MFR. Report addresses patient result three (3) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date on a direct tested nasopharyngeal swab that generated a positive result. Repeat testing was not performed. Pcr confirmation testing was performed on an unknown date using nasopharyngeal sample which generated a negative result (CT values not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.